Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause was due to a degraded transducer within the assembly (pt 802). The exhalation differential transducer output differential voltage has drifted outside of the manufacturer specification. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential transducer fails calibration testing. The issue occurred during patient-use. The customer reported the patient was placed on another working ventilator. The customer reported there is no patient consequence associated with the event.